Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as red and bumpy skin, with yellow fluid discharge where the adhesive touches the skin. Patient's mother cleaned and treated the skin with neosporin. After the rash did not go away, patient's mother called the patient's physician and got a prescription over the phone for triamcinolone cream to treat the rash. Date of prescription for triamcinolone cream is (B)(6) 2015. At the time of contact, patient's condition was "good", but still has a red mark that seems to be healing. No additional event or patient information is available. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.